Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) experienced right ventricular (rv) lead insertion difficulty during the implant procedure. Boston scientific technical services discussed troubleshooting options which resolved the issue. After the rv lead was successfully inserted into the header, the physician performed a tug test and the connection was solid. The crt-d and the rv lead remain in service. No adverse patient effects were reported.